Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-31554. It was reported that patient¿s ipg was unable to set to MRI mode due to high impedance. As a result, one of the lead was explanted and replaced. It is unknown which lead is liable so both leads are reported.